Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 598 mg/dl. The customer stated that this was due to carbohydrate consumption that was not accounted for. The customer delivered a bolus. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested bg levels at the time of the malfunction. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.